Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed. A review of the submitted log file spanned approximately 2 days ((B)(6) 2020 ¿ (B)(6) 2020 per time stamp). The backup battery fault alarm activated on (B)(6) 2020 at 04:41:43 due to a failed load test. The backup battery failed the load test due to the unloaded voltage being under the allowed threshold. The alarm lasted up until the driveline was disconnected at 14:06:37 for a controller exchange. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The heartmate 3 system controller serial number (B)(6), was functionally tested and found to operate as intended during analysis. No atypical alarms were produced during testing. The controller was able to support pump function for an extended period of time. The provided information indicated that exchanging the controller resolved the alarms and there have been no further issues. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate3 instructions for use section 7, ¿alarms and troubleshooting¿ and heartmate3 patient handbook section 5, ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate3 instructions for use section 8, ¿equipment storage and care¿ and heartmate3 patient handbook section 6, ¿caring for the equipment¿ explain how to properly care for the system controller, including handling, storage, transport, cleaning, and maintenance. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a backup battery fault. The controller was exchanged and no new issues have been reported.